Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead helix was unable to retract. The lead was not used. Another lead was implanted successfully. The patient was in good condition post procedure.